Event description:
It was reported that the procedure was performed to treat a 90% calcified left common femoral artery and 50%-70% diffused superficial femoral artery using an emboshield nav 6 filter with a 6f sheath and a viperwire advance guidewire. The nav 6 filter crossed the target lesion, however when retrieving the device, the tip of the guidewire broke off into two pieces and the guidewire about 1 cm in length remained in the patient. The wire tip was embedded in a branch post procedure. The emboshield nav 6 filter was removed with the sheath and in the physician's opinion, the patient will need additional intervention to retrieve the guide wire tip and does not have any concerns about potential long-term risk outcomes. Manual compression was held after removal of sheath with nav 6 filter and wire to complete the procedure. There was no clinically significant delay in the procedure and the patient was discharged home.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The guide wire fracture is not confirmed. There are no fractured observed. Per complaint details, the correct device was returned. The guide wire is kinked. Based on the information received, the investigation determined that the reported damage to the guide wire appears to be related to use inconsistent with the instructions for use. In this case, it is likely that the guide wire damage is a result of use or handling techniques employed as well as interaction with the nav6 filter. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4755, 4118, 3233, and 11 no longer apply. The additional device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a 90% calcified left common femoral artery and 50%-70% diffused superficial femoral artery using an emboshield nav 6 filter with a 6f sheath and a viperwire advance guidewire. The nav 6 filter crossed the target lesion, however when retrieving the device, the tip of the guidewire broke off into two pieces and the guidewire about 1 cm in length remained in the patient. The wire tip was embedded in a branch post procedure. The emboshield nav 6 filter was removed with the sheath and in the physician's opinion, the patient will need additional intervention to retrieve the guide wire tip and does not have any concerns about potential long-term risk outcomes. Manual compression was held after removal of sheath with nav 6 filter and wire to complete the procedure. There was no clinically significant delay in the procedure and the patient was discharged home.